Event description:
It was reported that the tech had flushed the intravascular ultrasound (ivus) catheter while inside the guide catheter injecting air into the coronary artery. The pt did experience bradycardia but was stabilized; the implanted stent was evaluated and the procedure was completed without any further problems. The pt was reported to be in "fine" condition.

Manufacturer narrative:
The lot # of the suspect device is unk; therefore, the MFR and exp date cannot be determined.